Event description:
It was reported that the patient was admitted to the hospital for anemia/melena between (B)(6) 2025 and (B)(6) 2025. The patient had previously undergone pulse field ablation procedure on (B)(6) 2024. No further information is available. Per response received from good faith and effort, the physician has determined the adverse event as not related to the ablation procedure, generator, and catheter. There were no issues with the ablation procedure or device.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Update to the initial, MDR in block(s) b5 and d2a.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient was admitted to the hospital for anemia/melena. The patient had previously undergone pulse field ablation procedure on (B)(6) 2024. No further information is available.